Event description:
The patient stated she was still has swollen tissue and was told by her hcp it was supposed to take real good care and not doing anything for 6 weeks. Patient stated her hcp told her she had to walk every day but she did not feel like it until yesterday and she walked about a mile yesterday. Additional informational reported four days later indicated that patient indicated she was confused about her external pp since it was different from the trial and noted she didn't feel comfortable using the pp. The patient was anxious. The patient stated she spoke to rep this past monday or tuesday because stim now felt different than it did during the trail. The rep assured the patient that the settings now were the same as during the trial. Patient stated she changed something yesterday with her pp and believes her stim felt different today. The patient was unsure what she changed. During the call, the patient noted she actually never got past the 'poor communication screen yesterday so it was unlikely stim changed. Patient stated she changed something yesterday with her pp and believes her stim feels different today. Patient was unable to communicate with the ins using the antenna during the call but was able to communicate with the ins using just the pp. The patient stated she has no bandages. The patient turned stim up from .6v to .9v on program 1 during the call and stated she felt comfortable there and will log her symptoms at this level. The patient¿s follow up appointment with doctor is on december 1st. The patient¿s indicators were for bowel dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.